Event description:
It was reported that during a gastric revision, the device would not open after firing. It was manipulated off the tissue. The case was completed with a new like device. There was no pt consequence reported.

Manufacturer narrative:
Eval summary: the analysis showed that one device was rec'd with the clamping mechanism damaged as the handle shrouds were rec'd open and the anvil closed. The device closing trigger was closed, the manual release pulled and the anvil opened. The device was disassembled to verify the condition of the internal components and the left release button post was found damaged. No functional test was performed. While no conclusion could be reached as to why the shrouds were open, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs prior to shipments. In addition, a sample of the batch is inspected at fgqa. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.